Event description:
Painful [knee pain] ([pain upon movement], [device ineffective]). Swollen [swelling of r knee]. Fell on the floor [fall]. Based on additional information received on 07-jan-2020 from a patient, this case initially processed as non-serious was updated to serious as previous event of painful and swelling required intervention and hospitalization. An additional event of 'fell on the floor' was added which required hospitalization. Also, the report type was updated from unsolicited to solicited. Overall reporter causality was updated from related to not reported and overall company causality was updated from reportable to not reportable. Initial information received on 03-jun-2019 and 05-jun-2019 processed with clock start date of (B)(6) 2019 regarding a solicited valid serious from a patient, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states. Study title: (B)(4) patient connection. This case involves an (B)(6) female patient who experienced painful, swollen and fell on the floor while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included she fell in (B)(6) 2010 and broker her patella in (B)(6) 2010 in five places and then developed arthritis and discomfort. The patient's past medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dose of 6 ml once (batch: unknown) (information for batch number was requested) for arthritis in her right knee and osteoarthritis. Patient reported that it has been 7 to 8 weeks since the injection. It had not worked as did not relieve much pain. She consulted her physician and was told that she would have some relief by four weeks. The patient reported the swelling at her knee was not getting bigger and she just had swelling with use. On an unknown date in 2019, after the injection, after unknown latency, the patient experienced significant pain when she stood or walked, and her knee became swollen and painful (required hospitalization and intervention). As a corrective for them, she was using ice and lies down but the discomfort would come ack. Patient was also taking paracetamol (tylenol) for the pain. Further, she mentioned that her hcp wanted her to undergo knee replacement. On (B)(6) 2019, the patient had complete right knee replacement for which she was hospitalized on same day. On (B)(6) 2019, 5 months 22 days later, the patient fell on the floor due to which she was sent back to hospital. It was reported that hospitalization and complete right knee replacement was resolved. It was unknown if she fell on the floor was ongoing or resolved. The patient mentioned after she was taken to the rehab center for a couple of weeks, she was sent home. Action taken: not applicable for all the events. Corrective treatment: complete right knee replacement, paracetamol (tylenol), ice and lies down for painful; complete right knee replacement, ice and lies down for swollen outcome: unknown for all the events. A product technical complaint was initiated for synvisc one (lot number unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. (B)(4) and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: not reported for all the events. Company causality: not reportable for fell on the floor; reportable for rest all events. Additional information was received on 07-jun-2019. Ptc results received and processed. Global ptc number added. Additional information was received on 07-jan-2020 from a patient via call center: report type updated, study ID added, case upgraded to serious. Event painful and swollen was updated to serious (hospitalization and intervention required). Event of fell on the floor was added with details. Overall reporter causality was updated from related to not reported and overall company causality was updated from reportable to not reportable. Clinical course updated, and text amended accordingly. Upon internal review, significant pain when she stands, or walks was updated as symptom of painful.